Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that he is having issues with his insulin pump and the infusion set. The blood glucose readings are fluctuating. The blood glucose reading is 456 mg/dl. Nothing further reported.